Event description:
It was reported by dealer that the 3gtq-cg power chair is shutting down when driving and the speed dial on the joystick coming on solid green which means the chair is in drive lockout.